Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd phaseal¿ optima protector (p20-o) had flow issues (when used for infusion). The following information was provided by the initial reporter: "product performance: with most syringes but mostly using the 50 cc syringe with optima the desired dose was withdrawn with injectors / protector in upright position, then vial placed flat on surface biological safety cabinet to disengage. The result a miss with the volumes of desired dose". Lead pharmacy technician asked "how the injectors to protector disengagement was occurring and the answers were upright, also vial flat to surface and vial horizontal to surface". Lead pharmacy technician "asked to better understand the techniques, when using phaseal injectors/protector unit disengaged from vial, when vial was flat to surface or vial upright resulting in desired drug volume in syringe,". The pharmacy technician stated "with this steps using optima the desired drug is visualized however the volumes shift to less than what was visualized when the injectors and protector unit are disengaged. Result going back-into vial to withdraw the desired hd dose, so extra steps used when preparing with optima versus phaseal ".

Event description:
It was reported during use the bd phaseal¿ optima protector (p20-o) volumetric dosage inaccuracy upon disengagement the following information was provided by the initial reporter: "product performance: with most syringes but mostly using the 50 cc syringe with optima the desired dose was withdrawn with injectors / protector in upright position, then vial placed flat on surface biological safety cabinet to disengage. The result a miss with the volumes of desired dose". Lead pharmacy technician asked "how the injectors to protector disengagement was occurring and the answers were upright, also vial flat to surface and vial horizontal to surface". Lead pharmacy technician "asked to better understand the techniques, when using phaseal injectors/protector unit disengaged from vial, when vial was flat to surface or vial upright resulting in desired drug volume in syringe,". The pharmacy technician stated "with this steps using optima the desired drug is visualized however the volumes shift to less than what was visualized when the injectors and protector unit are disengaged., result going back-into vial to withdraw the desired hd dose, so extra steps used when preparing with optima versus phassal ". Additional information: "information learned from lead pharmacy technician representing eight pharmacy technicians during the 30 day post optima cstd conversion meeting "no voiced or documented ergonomic concerns with using phaseal." Lead pharmacy technician detailed the ergonomic concern when moving from phaseal to optima december, 2019 "difficult to disengage injectors from protector, injectors from infusion adapter resulting in experiencing sore shoulders and neck and thumbs . Degree of difficulty to disengage noticeable more than when preparing with phaseal verbalized by all all nine pharmacy technicians . All pharmacy technicians have mentioned the difficulty to disengage and with repetitive preparations resulting in soreness during and at end of day. All pharmacy technicians mentioned the degree of soreness, was not displayed when working with bd phaseal at the end or during the day."

Manufacturer narrative:
H.10 correction: additional information was received from the customer regarding the event. Inadequate pressure equalization related to user error resulting in negative pressure inside the syringe can result in reduced volume inside they syringe. This would be an inconvenience as an additional step would be required to obtain the remaining medication, but not would not lead to harm or serious injury. Therefore, volumetric dosage inaccuracy upon disengagement is not considered a reportable event.

Event description:
It was reported during use the bd phaseal¿ optima protector (p20-o) had flow issues (when used for infusion). The following information was provided by the initial reporter: "product performance: with most syringes but mostly using the 50 cc syringe with optima the desired dose was withdrawn with injectors / protector in upright position, then vial placed flat on surface biological safety cabinet to disengage. The result a miss with the volumes of desired dose". Lead pharmacy technician asked "how the injectors to protector disengagement was occurring and the answers were upright, also vial flat to surface and vial horizontal to surface". Lead pharmacy technician "asked to better understand the techniques, when using phaseal injectors/protector unit disengaged from vial, when vial was flat to surface or vial upright resulting in desired drug volume in syringe,". The pharmacy technician stated "with this steps using optima the desired drug is visualized however the volumes shift to less than what was visualized when the injectors and protector unit are disengaged., result going back-into vial to withdraw the desired hd dose, so extra steps used when preparing with optima versus phassal ".

Manufacturer narrative:
Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 1906101, no deviations or non-conformance's related to this issue were identified during the manufacturing process. Testing is performed throughout manufacturing according to procedure, including flow rate and leakage testing here machines detect any blockages. Results were reviewed for the reported lot and all results were within required specifications. Four retained samples of the same lot were used for additional evaluation. Functional testing was performed and in all cases flow was observed and the product functioned as intended. Based on the available information we are not able to determine a root cause at this time.

Event description:
It was reported during use the bd phaseal¿ optima protector (p20-o) volumetric dosage inaccuracy upon disengagement the following information was provided by the initial reporter: "product performance: with most syringes but mostly using the 50 cc syringe with optima the desired dose was withdrawn with injectors / protector in upright position, then vial placed flat on surface biological safety cabinet to disengage. The result a miss with the volumes of desired dose". Lead pharmacy technician asked "how the injectors to protector disengagement was occurring and the answers were upright, also vial flat to surface and vial horizontal to surface". Lead pharmacy technician "asked to better understand the techniques, when using phaseal injectors/protector unit disengaged from vial, when vial was flat to surface or vial upright resulting in desired drug volume in syringe,". The pharmacy technician stated "with this steps using optima the desired drug is visualized however the volumes shift to less than what was visualized when the injectors and protector unit are disengaged., result going back-into vial to withdraw the desired hd dose, so extra steps used when preparing with optima versus "phaseal" ". Additional information: "information learned from lead pharmacy technician representing eight pharmacy technicians during the 30 day post optima cstd conversion meeting "no voiced or documented ergonomic concerns with using phaseal." Lead pharmacy technician detailed the ergonomic concern when moving from phaseal to optima (B)(6) 2019 "difficult to disengage injectors from protector, injectors from infusion adapter resulting in experiencing sore shoulders and neck and thumbs . Degree of difficulty to disengage noticeable more than when preparing with phaseal verbalized by all nine pharmacy technicians . All pharmacy technicians have mentioned the difficulty to disengage and with repetitive preparations resulting in soreness during and at end of day. All pharmacy technicians mentioned the degree of soreness, was not displayed when working with bd phaseal at the end or during the day."

Manufacturer narrative:
B.5 event type: changed from, flow issues (when used for infusion) to volumetric dosage inaccuracy upon disengagement f.10. Corrected device code from 2974 to 1675. G.7. Changed from follow up 1 to follow up 2. H.2. Follow up type: correction.